Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, the reported migration resulting mitral valve insufficiency/regurgitation (mr) appears to be likely related to degenerative changes of leaflet material (thin/friable leaflet) (patient conditions). Mitral regurgitation is a known possible complications associated with mitraclip procedures. Unexpected medical interventions and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was deployed in the medial position. After deployment a single leaflet detachment (slda) was visualized. The clip was no longer attached to the posterior leaflet. A second mitraclip xtw was selected and implanted centrally on the anterior-2/posteior-2 (a2/p2) position to stabilize the slda clip and further reduce the mr. The second clip was implanted successfully, after deployment it was visualized that the clip titled but remained attached to both leaflets, the mr returned to grade 4. There was leaflet damage visualized on the anterior leaflet. The procedure was discontinued, the final mr remained at grade 4. There were no clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.